Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. Note: although the exact lot number is unknown, two (2) potential lot numbers were provided: lot # 0061738787; production date: 06/12/2020; expiration date: 05/31/2023. Lot # 0061738786; production date: 06/12/2020; expiration date: 05/31/2023. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "blood tubing split at the y-site. Blood did leak. It appeared to happen either by the green clamp or to the left of the pump. A large amount of air entered the line post split as the pump was still running."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. Visual examination noted a cut in the tubing at the green free flow clamp. Extensive etr (engineer test report) testing was conducted on various retain samples, and individually on the clamps and tubing space pump segments of the IV sets. Testing included a functional stress test/event replication study per the IFU (instructions for use) all with passing results. Apparent bending modulus (stiffness) tests and tensile tests were performed and did not reveal any significant differences between different tubing samples. All post-sterile and aged tubing samples have comparable stiffness values and frosting of tubing does not affect tubing properties. Tga (thermogravimetric analysis) was performed to compare raw material and extruded tubing surface to evaluate if changes, if any occurred to the material during extrusion process. No significant variances between the extruded material and the raw material were noted. Dimensional testing on the green anti-free flow clip was done to evaluate any significant impact on tubing integrity. No dimensional issues were found during the study and all samples were within specification. All performed testing was found acceptable and the cut tubing is not determined to be the result of any material chemistry, extrusion, manufacturing or packaging process. The most probable root cause of cut tubing is believed to be attributed to misloading of the IV set into the space pump. Review of the discrepancy management system (dsms) database performed for the reported potential lot numbers revealed no abnormalities or non-conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available, a follow-up will be submitted.